Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that after positioning the shell, the magnetic bolt came away with 2 metal rings on it. The rings were determined to be the 2 innermost threads of the dome hole. However, as the trial threaded into the shell without issue, the surgeon decided to leave the shell in the patient. Procedure was completed successfully with no delay. Rep was present for and witness to the procedure. The impactor bolt and the broken threads are available for return. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding thread damage involving a da instrument bolt was reported. The event was confirmed via product evaluation. Method & results -product evaluation and results: visual inspection of the returned device noted the following: device was returned in used condition. Signs of wear was observed throughout the device. The device threads were observed to be damaged confirming the thread damage event. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, right hip. It was reported that after positioning the shell, the magnetic bolt came away with 2 metal rings on it. The rings were determined to be the 2 innermost threads of the dome hole. However, as the trial threaded into the shell without issue, the surgeon decided to leave the shell in the patient. Procedure was completed successfully with no delay. Rep was present for and witness to the procedure. The impactor bolt and the broken threads are available for return. Rep confirmed that no further information will be released by the hospital or surgeon.